Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated device and determined that the cord was cut exposing wires. The reported condition was confirmed. The assignable root cause was determined to be due to mishandling (user error) by allowing the cord to come in contact with a sharp object. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a lumbar microdiscectomy surgical procedure, it was discovered that the foot control device had no power. It was further clarified that the device was not registering to the single port console. According to the reporter, a secondary console was utilized, a connection was made, but when depressed the foot pedal device did not engage the motor. There was twenty minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.